Manufacturer narrative:
(B)(4). The evaluation shows that someone load the default calibration data -- which is not recommended by imt medical. Tech support advised customer to perform complete calibration. Previously reported alarms (alarm 300-device in failsafe,, alarm316 - blower failure) are no longer visible but the nebulizer calibration failed. Repeated nebulizer calibration with an imt medical nebulizer. Logs show no o2 calibration alarms are activated. Any additional information received from the customer will be included in a follow-up report.

Event description:
Customer reported that alarm 316-blower failure . Is active, the said alarm has been activated twice after the last two start up. There was no information regarding patient involvement in this event.